Manufacturer narrative:
Journal article: drug-coated balloon versus drug-eluting stent for the treatment of small-vessel disease: 3-year clinical outcomes of the restore svd china randomized trial authors: jian tian, yi-da tang, changdong guan, shubin qiao, bo xu journal: journal of the american college of cardiology year: 2020. Reference: doi/full/10.1016/j.jacc.2020.09.274. There is no established or suspected causal relationship between the device and the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted. The study sought to report clinical outcomes beyond 1 year for the treatment of de novo small vessel disease (svd) with drug-coated balloons (dcbs) compared with second-generation drug-eluting stents (dess). Resolute integrity coronary drug eluting stents were among the devices used. It was stated that four patients were lost prior to the three year follow up. Clinical outcomes reported for patients following a 3 year follow up, included target lesion revascularization (tlr), target vessel revascularization (tvr) and target lesion failure (tlf) defined as a composite of cardiac death, mi, tlr.